Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
It was reported by the customer that prior to a procedure, the pin broke into multiple pieces. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Event description:
It was reported by the customer that prior to a procedure, the pin broke into multiple pieces. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.